Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: the pump powered up with a fully functional auditory feature, the cgm warnings were simulated and the pump gave the appropriate auditory alert. The alleged issue could not be duplicated. The pump¿s cover was removed and no intermittent condition was found to the piezo-circuit. The battery compartment was cracked below the finger pad.